Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized twice in (B)(6) 2012 and on (B)(6) 2013 due to high blood glucose and dka both times. Customer's blood glucose reading at the time of first hospitalizations was over 600 mg/dl. Blood glucose reading on the second hospitalization was 594 mg/dl. Customer stated that her infusion set was leaking at the insertion area. Nothing further was reported.